Manufacturer narrative:
Instructions for use renal failure. Impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b5 revised to reflect additional information not included on the initial manufacturer device report 1220648-2025-26201. H6 revised to reflect the additional information received not included on the initial manufacturer device report 1220648-2025-26201. H10 revised to reflect instructions for use not included on the initial manufacturer device report 1220648-2025-26201.

Event description:
Additional information via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured event with a "possible" relationship to the impella device used: ¿the patient has a history of chronic kidney disease; however, the patient developed worsening acute kidney injury, eventually decompensating enough to initiate continuous renal replacement therapy via hemodialysis catheter on (B)(6) 2025 which was removed (B)(6) 2025. Admission creatinine 1.25 mg/dl, peak 4.75 mg/dl (B)(6) 2025.

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured recurring non-sustained ventricular tachycardia with a "possible" relationship to the impella device used. The patient developed recurring runs of self-limiting non-sustained ventricular tachycardia. Potassium and magnesium replaced per hospital protocol. The event occurred two days after start of support. It was reported that the patient/event had not recovered/not resolved. Additionally, the registry noted that approximately 16 days later, that patient endured hepatic failure with a "possible " relationship to the impella device used. As well, the patient/event had not recovered/not resolved. The impella 5.5 device was implanted for mechanical circulatory support as a bridge to transplant. Two days after the hepatic failure event, the patient received a heart transplant. In the operating room, the impella was weaned to support level p-2 right before transplant and before bypass. The patient hemodynamically tolerated the wean and therefore, the impella 5.5 device was explanted prior to sternal opening. The patient was noted to have survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.